Manufacturer narrative:
The investigation into the product damage has been completed. The impella pump was returned for investigation. The returned pump was investigated and no damage to the pump was observed. The guidewire was not returned for investigation. A 0.18" guidewire from the lab was successfully inserted into the pigtail and exited the outflow cage. A kink in the red lumen was observed near the outflow cage. No other abnormalities were observed. The cause of the product damage was use related due to improper technique. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician requested replacement of the impella due to wire and catheter kinked and was unable to be implanted. Unable to pass impella 018 wire through guide. Impella was replaced and a new impella was successfully placed. There was no patient harm reported.